Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the report. No trend is associated with reports of this type.

Event description:
Complainant alleged that the device displayed "power on self check failure 1485" and "internal comm failure 1474" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.